Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appears to be use related. Two 0.018¿ nitinol guidewires were returned for investigation. One guidewire was received in its hoop. A microscopic examination of each weld tip revealed a break in the welded bond between the distal end of the coil wire and the weld tip. The adjoining surfaces between the coil wire and the weld tip exhibited a rough and granular appearance, which is indicative of a break of the welded bond. The coil wire was unraveled 1.0mm from the distal tip of one guidewire and 0.5mm from the distal tip of the other guidewire, which exposed the core wire just proximal to the weld tip. What appears to be biological material was observed on the coil wire of each guidewire. A functional test revealed that the unraveled coil wire prevented the guidewire from entering the needle shaft of an unused 21g introducer needle. It was reported that the sample was used, which indicates that the guidewires were not damaged before they were inserted through the introducer needles. The needles that were involved with the damaged guidewires were not returned for investigation. The complainant indicated that the damage may have occurred when the guidewire was inserted through the needle at an angle which caused the guidewire to hit the vascular wall and prevented smooth guidewire insertion. The product IFU states, ¿be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire. If the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of reav0784 showed (B)(4) other similar product complaint from this lot number.

Event description:
It was reported that tip of guidewire was fractured. Facility reported the fracture might have happened when the guidewire was inserted through puncture needle with an angle which might lead the guidewire to hit the vascular wall and made it difficult to insert the guidewire smoothly. This file addresses the initial guidewire.